Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been experiencing backup battery (ebb) faults and the ebb was reseated, then replaced. The alarms recurred so the ebb and system controller were exchanged. Log files were sent documenting the alarm. The event log captured ebb faults throughout the log. It appeared that the ebb failed the load test resulting in these faults. The system controller exchange resolved the ebb faults.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were unable to be reproduced during testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. The backup battery (serial number: (B)(6)) was also returned in an unremarkable condition. A review of the submitted controller event log file revealed a persistent backup battery fault captured throughout the log file, associated with backup battery circuit faults. The alarms did not affect pump functionality. The driveline was disconnected at 12:19:43, consistent with the reported controller exchange. There were no other notable alarms active throughout the log. Pump operation was not affected. The pump maintained speed within the expected range when the driveline was connected throughout the log file. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended during analysis. The system controller and backup battery operated a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. The backup battery was able to be fully charged. The reported alarms were unable to be reproduced during testing. Provided information indicated that the alarms resolved with the controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. D) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.